Event description:
Additional information received from the consumer indicated the medication crystalized at the catheter tip and "stopped flowing." The patient "thought he was dying" and was hospitalized due withdrawals. Without being able to do an MRI (due to neurostimulator), the patient went through the process to flush the granules out using saline (4 to 8 week process, but had now been 20 weeks). It was noted without being able to perform an MRI to check crystal size, there was a risk the crystals could create a hole in the epidural lining that would not be able to heal if the attached crystals were large. The patient had a tough year since that time. The medication dose was titrated down to "0.5ml/day " from (B)(6) 2015 before sole oral pain medication control. The "pump would start and stop flowing at will" and the patient missed 11 full days of work due to withdrawal symptoms. The pump was infusing saline since (B)(6) 2016. It stated a side port test was done (no date reported) and it showed "it was in fact stopped off when he first tried to suck the fluid in." The healthcare provider (hcp) then "pushed" and the patient felt pain and "it started moving again." It was noted the issue happened again in 2013. The patient felt "that sickening withdrawal type feeling for nearly a half day at work." The third time the issue happened was just before the medication concentration was doubled (around (B)(6) 2015; withdrawal feeling for nearly 8 hours on the drive home; went away as quickly as it came). The fourth occurrence took place when the medication concentration was doubled in the middle of (B)(6) 2015. The drug had not flowed through since that time and the patient was tired of not being able to use the pump. A test was performed in (B)(6) 2016 and the spinal fluid "did draw back into the catheter" and the patient did not have any pain. A second or third "side port myelogram test" was performed on (B)(6) 2016. At this study, the patient felt "pressure right away", followed by a lot of pain (took nearly an hour to go away). The pain made the patient feel "so sick" he had to miss work on (B)(6) 2016. The patient continued to experience a "strange pressure type pain" on the right side, where the "imaging tube runs." The patient was no longer receiving the benefits of having an infusion pump. If the patient did not enjoy the benefits of having a neurostimulator, he would have had it removed to get and MRI and the pump working again. When the patient's hcp was asked how long the process would take, he did not have an answer for the patient. The patient was the first to try this process. The patient inquired about similar cases and how long it took to "flush out the granules." Oral medication were no longer working and the patient was becoming impatient. The patient "feared his catheter had moved, been damaged, or something of the sort" because now the patient felt the "full withdrawal feelings."

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received on 2015-08-10 from a consumer via crts (customer response tracking system) and later by patient letter regarding a 54 year old male patient receiving "42%" morphine at 7mg/day. The indication for use was noted as post lumbar laminectomy syndrome and spinal pain. The patient was taking oral meds for pain (oxycodone 15 mg every 4hours, "colynidine" (clonidine) 4mg 2x/day). The consumer stated that on (B)(6) 2015 he suddenly started having a strange taste in his mouth, strange smell, diarrhea, chills, crippling muscles, crippling pain, and muscles were knotting up. The consumer was given toradol and that reportedly relaxed him. On (B)(6) 2015 the crippling pain returned and he went to his primary care healthcare provider (hcp) who admitted him to the hospital for withdrawals. At the time the hcp determined that because his concentration was raised "to 42%" by a different hcp there "could likely be crystallization of the catheter." The consumer mentioned that no MRI (magnetic resonance imaging) had been done due to an implanted spinal cord stimulation device. On (B)(6) 2015 the consumer updated that the issue was not completely resolved. It "seemed like the medication may be seeping through and stopping" per the consumer; he would have a day or two feeling ok, then would wake up with pain, the strange taste, and sensitivity to smells. The concentration was changed to a "20% concentrate" on (B)(6) 2015 and a 84 hour bridge was in progress. The consumer stated they "hoped this will flush any crystals out of my catheter." The pump was turned down from 7mg/day to 4mg/day and in another two weeks they would "go down another mg." The consumer stated that he was "working, but sure hoped to feel better soon." The consumer expressed a wish that he could get the pump removed, and stated he had to see how he did with his pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider on (B)(6) 2015. It was reported that a recent MRI (done within the last two weeks) revealed medication crystallization at the catheter tip. The patient had symptoms of nausea, vomiting, and diarrhea. The event date was noted to be (B)(6) 2015. The concentration of drug in the patient's pump was doubled on (B)(6) 2015 in an effort to increase the patient's refill interval to 3 months. The pump was delivering marcaine (20 mg/ml at 3.589/day) and morphine (40 mg/ml at 7.177/day).